Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified the taper and glenosphere products are still assembled. There are markings (scratches) on the taper itself and bottom side of the taper adaptor that reflect use. The product information is confirmed through taper etch as the lower level part/lot combination is etched on the device. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the left shoulder demonstrate a reverse total shoulder arthroplasty with implant disassembly with glenosphere disassociated from the baseplate. The glenosphere has migrated away from the glenoid baseplate and is now located within the axillary recess. The shoulder does not appear to be dislocated. Cortical irregularity is seen along the inferior glenoid, possibly a fracture. No radiolucency. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was experiencing shoulder pain while sleeping approximately eight (8) weeks post-implantation. Radiographs were taken and it was noted that the glenosphere and adapter disassociated from the mini baseplate. Patient was revised approximately nine (9) weeks post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 113652; lot# 592570. Item# 180550; lot# 65964799. Item# 180551; lot# 65940696. Item# 180551; lot# 65904994. Item# 115310; lot# j7480551. Item# 115395; lot# 65992766. Item# 110031399; lot# 65924050. Item# 110031419; lot# 65501970. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.